Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. A getinge field service engineer (fse) checked machine and found that the bluish lines on display and display cover was damaged. Fse reset the display board connection and fixed the display properly. Checked machine on system trainer for 1 hrs. And found working ok. Display cover needs to be replaced. Fse will submit the quotation for display cover. Machine was handover to customer under working condition. No patient involvement was there, no harm reported.

Event description:
It was reported that prior to use on a patient, the cs100 intra-aortic balloon pump (iabp) display is flickering. There was no patient involved.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) display is flickering. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.